Event description:
It was reported that during an unspecified procedure, a guide wire tip fracture and migration occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the left main artery. The 182cm choice pt graphix guide wire was advanced through the left main artery and attempted into the circumflex artery crossing through a previously placed stent when the tip of the pt graphix guide wire fractured in the left main artery. An (eb3) snare was advanced to the fractured tip, and pushed the tip of the wire into the distal obtuse marginal. The snare was removed. An attempt to advance a non-bsc guide wire to the distal obtuse marginal was unsuccessful. An exchange of a non bsc guide catheter was performed and the same non-bsc guide wire was advanced to the distal obtuse marginal. An attempt to advance a 1.5x12mm apex flex balloon catheter over the non-bsc guide wire was unsuccessful as the device would not cross the previously implanted stent. All of the devices were removed and the tip of the guide wire remains inside the patient's anatomy. The procedure was not completed due to this event. No further patient complications were reported. Post procedure patient stated that chest pain had decreased to 2 out of 10.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).